Event description:
Reference number (B)(4). The event occured in brazil. It was reported that patient faced five infusion set leakage event on 16-apr-2025. The leakage was in the cannula. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 5. H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag the trips and alerts according to the omqr procedure.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-11414. Correction: this MDR is being submitted to correct the submitted lot number, expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4) the batch 6005789, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 03-nov-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6005789". No further statistical trending analysis is required. Test results: according to the report, a physical sample was not returned. Device history record (DHR) review: the lot 6005789 was manufactured according to the work instruction (wi) version 44 and packaging in the multivac m07, on 02/mar/2024, with a total of (B)(4) units. Assembling of flex set cannula: the lot 4b02462 was manufactured according to the work instruction (wi) version 37 assembled in the line 2, on 29/feb/2024, with a total of (B)(4) units. The lot 4b02463 was manufactured according to the work instruction (wi) version 37 assembled in the line 2, on 02/mar/2024, with a total of (B)(4) units. The lot 3j03380 was manufactured according to the work instruction (wi) version 35 assembled in the line 2, on 09/oct/2023, with a total of (B)(4) units. Gluing of tubing: the lots 4b02476 was glued according to the work instruction (wi) version 22, line/machine 7 on 28/feb/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Conclusion summary of the related event: as a result of the following: on the investigation on reference samples, no issue were found related to leak, harm no reportable, no defect on tests, no non-conformance (nc) raised during production, no more complaint was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities. .